Event description:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. The ventilator was investigated on site by our field service engineer. During the inspection the o2 gas module was found to be defective and was replaced. After the replacement, the ventilator passed the pre-use check and is in working order. The device¿s logs have not been available for further evaluation. The replaced part was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.